Event description:
It was reported that the patient¿s leads had to be redone because, they weren¿t working. The reporter noted that the patient wasn¿t getting any stimulation where they ¿hooked¿ them or they came unhooked. It was noted that the patient didn¿t remember whether or not the leads were replaced when the ins was replaced in 2005. Additional information has been requested, but it was not available as of the date off this report.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that x-rays and impedance checks were the diagnostics performed. The cause of the issue was determined to be a fractured lead component of the implantable neurostimulator (ins). A revision of the lead was to be scheduled for (B)(6), 2013. If additional information is received, a follow up report will be sent. See manufacturer¿s report #3004209178-2013-16003 for subsequent lead issue.

Manufacturer narrative:
Product ID 7435 lot# serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient product ID 748940 lot# serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748940 lot# serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3998 lot# serial# (B)(4), implanted: 2004 (B)(6); product type lead. (B)(4).

Event description:
Additional review indicates information reported previously in manufacturer report # 3004209178-2013-16000 pertains to manufacturer report #3004209178-2013-16003.